Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2016, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprostheses (rlt261412j/14495264, plc271400j/14207767) to repair an abdominal aortic aneurysm. Any endoleak was not confirmed on final angiography. On (B)(6) (date:unknown), a follow-up CT (computed tomography) revealed a type ib endoleak from right leg(plc271400j/14207767). On (B)(6) 2016, the patient underwent endovascular intervention and coil embolization of the right internal iliac artery was performed and an additional gore® excluder® component was placed to extend coverage. The type ib endoleak was disappeared. A typeii endoleak was found, but the physician took it as monitoring. The patient tolerated the procedure. (Captured by psts event# (B)(4)) on (B)(6) 2021, it was reported that the rupture of aneurysm was noted. Proximal type I endoleak and distal type I endoleak of the left limb were confirmed. The patient underwent reintervention. The additional stent grafts were deployed to extend the device proximally. The left internal iliac artery was embolized and covered with the additional stent grafts. The patient tolerated the procedure.